Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was a non-detachment with the axium prime coil. It was reported that there was a detacher error and poor dislodgement. The device was prepared as indicated in the package insert. The physician attempted to withdraw using another instant detacher. There was an attempt to remove the device manually via the hypotube. No defects were identified with the instant detacher. No patient symptoms were reported.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the physician attempted to detach the coil using another instant detacher. The ph ysician attempted to detach the coil manually via the hypotube. The "detacher error" stated means they were unable to detach the coil. The "poor dislodgement" means detachment failure. The coil was removed from the patient.